Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was not resolved by 4 infusion set changes. The blood glucose reading was 207 mg/dl. The customer stated that she was unable to remove the infusion set to observe the cannula. Upon troubleshooting, insulin did exit during a fixed prime. She was advised to change the entire infusion set and to monitor. The customer called back reporting that she received another no delivery alarm. She noted that she was able to fill the tubing but could not deliver insulin. She was advised to change the infusion set and reservoir again and attempt to bolus again. New supplies would be sent to see if this would resolve the issue. Nothing further reported.